Manufacturer narrative:
Approximate age of device - is unknown. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2010. It was reported that the patient was admitted for gastrointestinal (gi) bleeding between (B)(6) 2016. Inr was 2.9 on admission, with a goal inr 2.5 to 3.5. The patient's hemoglobin on (B)(6) 2016 6.9 g/dl, and upon discharge on (B)(6) 2016 it was at 7.7g/dl. Upper and lower gi and capsule studies were performed without any significant findings. The patient was discharged with a new inr goal 2 to 3. No changes in lvad parameters were reported and the patient was hemodynamically stable.

Manufacturer narrative:
Additional information. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.